Manufacturer narrative:
Other relevant device(s) are 0: product ID: neu_unknown_lead, lot#: unknown. Product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-26 mpxr 842397 (con): information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they had 1 leak yesterday after the procedure because she was still hurting and was not able to get to the bathroom fast enough. There was no surgical intervention that occurred. Additional information was received on 2021-may-29 and patient reported that they were experiencing pain and a burning at the incision site. The patient stated that she rubbed are arm over the area and she started to cry. T the patient stated she's going to the emergency room . No further complications were reported/anticipated at this time.